Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. As part of the investigation, olympus followed up with the user facility and obtained additional information regarding the customer's reported event. The customer further reported there was no error message displayed. The high intensity lever was the only indicator of an issue. There was no patient involvement at the time the customer¿s reported issue was observed. No delay, and the staff was able to complete the intended procedure was the same unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that scope cannot be recognized due to wear of slide switch. Olympus will continue to monitor field performance for this device.

Event description:
There was no error message displayed. The high intensity lever was the only indicator of an issue. There was no patient involvement at the time the customer¿s reported issue was observed. No delay, and the staff was able to complete the intended procedure was the same unit.

Event description:
The customer reported to olympus, the visera 4k uhd xenon light source's high intensity function was not working properly and that the switch was loose and not working properly as well. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: faulty scope detection slide. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found minor cosmetic wear and tear and that the unit doesn't recognize that a scope is actually connected due to a faulty scope socket. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.